Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 12" from the pump housing. The distal portion of the driveline with the controller connector was also returned measuring approximately 26". The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. After cleaning, the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop. Retrieved data revealed power consumption and pressure values which met manufacturing requirements. The pump operated as intended. Incidental findings: rescue tape was observed covering the driveline approximately 1" - 17" from the controller connector. Underneath the tape, the outer jacket was missing between approximately 2.5" - 15" from the controller connector the relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The fab, hm ii pump, g2.3 aft housing and motor capsule assembly describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for driveline infection, abdominal pain and leukocytosis. An ultrasound and computed tomography (CT) were done. Fluid collection was found around the driveline and the outflow tract of the pump but there was no drainage. Blood cultures were negative, and the patient was treated with cefepime and daptomycin on (B)(6) 2022 and discharged on (B)(6) 2022. Antibiotics were tried to be stopped and the patient was readmitted on (B)(6) 2022 after dizziness and falls. Blood cultures were now positive for mssa (methicillin-susceptible staphylococcus aureus) and IV cefazolin was resumed for 6 weeks. Transthoracic echocardiogram (tte) was negative for endocarditis, but transesophageal echocardiogram (tee) was done on (B)(6) 2022, and vegetation was noted on the mitral valve. The patient was discharged on (B)(6) 2022 when symptoms resolved. They were readmitted on (B)(6) 2022 after completing antibiotics for fever, body aches, and chest pain. Cultures remained positive for mssa and cefazolin was resumed inpatient. The patient was discharged on (B)(6) 2022 but still on home cefazolin. Cefazolin was completed on (B)(6) 2023. The patient re-presented on (B)(6) 2023 for readmission and positive blood cultures for mssa. The pump was explanted on (B)(6) 2023 due to the driveline infection and cardiac ejection fraction recovery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.